Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection no external blood leak (ebl) was observed; however, an internal blood leak (ibl) was observed. The set underwent functional testing including ebl and ibl testing and the ibl was confirmed. The cause of the event was due to a bubble found in the pur cut surface. During the manufacturing process, the two ends of the dialyzer are injected pur in order to create two distinct fluid paths for the dialyzer. To achieve this, a centrifuge process is done to ensure the pur is on the ends of the dialyzer. However, if the pur potting process is not followed correctly, the incorrect surface on the pur block will occur once the excess pur is cut off from the rest of the dialyzer. There are controls in place such as 100% visual inspection of the cut surface, as well as a final treatment wet leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the ¿top of the dialyzer on the outside¿ of a revaclear 300 set during hemodialysis therapy. The volume of blood lost was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.